Event description:
Customer states that the device will not power on with the ac power module but does power on with the battery. No report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.